Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not work. This condition was found in the med b department, and has the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo gard infusion pump with does not work was confirmed during product evaluation. The root cause of the reported problem was determined to be main batteries depleted and shorted. Appropriate action was taken to correct the reported problem by replacing the main batteries.